Manufacturer narrative:
There are multiple patients. All known patient information is captured in the literature article. There are multiple unknown event dates. This report is for unknown titanium elastic nails/unknown lots. Part and lot numbers are unknown; UDI numbers are unknown. Implantation and explantation dates are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kim, b.s et al., (2017), flexible intramedullary nailing of forearm fractures at the distal metadiaphyseal junction in adolescents. Clinics in orthopedic surgery 2017 volume 9, pages 101-108., korea. The purpose of this retrospective study was to analyze the radiographic and functional outcomes of flexible intramedullary (im) nailing in adolescent patients with forearm fractures at the diaphysis or at the metadiaphyseal junction (mdj). Between november 2004 and november 2012, the study was conducted on 40 patients (30 male 10 female aged 10-16 years) who underwent im nailing for pediatric forearm fractures using an unknown synthes titanium elastic nails. Fracture sites were located at the mdj of the radius in 8 patients (mdj group) while 32 patients had middle-third fractures (d group). Functional outcomes were evaluated using daruwalla criteria. The im nail implant was removed in the operating room in all patients between 4 and 6 months (average, 4.5 months) after the index procedure. None of the patients reported complications related to removal. Activity restriction was not required after nail removal. Complications were reported as follows: there were 8 patients who had open reduction with limited incision due to failure of closed nailing. Two patients developed a symptomatic superficial surgical site infection of the ulnar im nail at postoperative 6 weeks and 5 months, and one of them developed delayed union of the radius due to early radial nail removal. This patient was treated with an extended period of immobilization (16 weeks) and healed at approximately postoperative 20 weeks. This report is for unknown synthes titanium elastic nails. This is report 1 of 1 for (B)(4).